Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve leaflet motion restricted-in patient and central regurgitation were confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient underwent transfemoral tavr with a 26mm s3ur. As reported, the patient remained hypotensive post rapid pacing, but no valve issue could be seen. The patient continued to do poorly. Tee on pod 6 showed the rcc leaflet was hypomobile resulting in severe ai. CT scan noted valve frame was indented at a nodule of calcium in the rcc. The valve was then post-dilated using the 26mm commander delivery system with 2 additional ccs added to the atrion. The valve was expanded and ai was resolved.'' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, there was a nodule of calcium at the rcc restricting the expansion of the thv at the landing zone. In this case, post-dilation (with 2 additional ccs) was performed to expand the valve and resolve central regurgitation, and was successful, which suggests that the valve was under-expanded. Under-expanded valve could lead to suboptimal leaflet coaptation or restriction of leaflet movement, resulting in central regurgitation as reported. As such, available information suggests that patient factors (calcification) and/or procedural factors (under-expanded thv) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm s3ur. As reported, the patient remained hypotensive post rapid pacing, but no valve issue could be seen. The patient continued to do poorly. Tee on pod 6 showed the rcc leaflet was hypomobile resulting in severe ai. CT scan noted valve frame was indented at a nodule of calcium in the rcc. The valve was then post-dilated using the 26mm commander delivery system with 2 additional ccs added to the atrion. The valve was expanded and ai was resolved. Per the medical records, tte revealed, a severe, central prosthetic valve regurgitation that is eccentric and directed posteriorly towards the anterior mitral valve with a jet at the point of coaptation of leaflets. It was eventually found to be secondary to unexpanded leaflet that improved with repeat balloon expansion of valve. The patient's shock/al resolved.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra resilia. As reported, the patient remained hypotensive post rapid pacing, but no valve issue could be seen. The patient continued to do poorly. Transesophageal echocardiogram (tee) on pod 6 showed the right coronary cusp (rcc) leaflet was hypomobile resulting in severe aortic insufficiency. CT scan noted valve frame was indented at a nodule of calcium in the rcc. The valve was then post-dilated using the 26mm commander delivery system with 2 additional ccs added to the atrion. The valve was expanded and ai was resolved.